Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. G4. Additional 510k: k231248.

Event description:
During use, it was reported that the swan ganz vip td catheter had a fracture of the proximal injectate lumen where the white connector enters the blue transparent tubing. Pressure tubing and the co-set were attached to the affected lumen. The catheter and tubing were secured with a pulmonary artery (pa) catheter securement device. It was undetermined what was infusing through the proximal injectate lumen at the time of the leakage. During manual flush of the cvp port, saline shot out the side of the cvp port tubing. The pa catheter leur lock port was capped off with a red cap, and it was not used moving forward. Tegaderm was wrapped around the blue tubing fracture to seal it off. Per physician, the pa catheter was unable to be removed until impella rp was removed. On (B)(6) 2026, the rp impella rp and pa catheter were removed in the or and a new pa catheter was placed. No patient harm was associated with this complaint. The clinical rationale for long-term monitoring with the pa catheter placed on (B)(6) 2026 was cardiogenic shock, va ECMO, and use of impella rp.